Event description:
Removal of rejuvenate stem and trident cup. Additional information: on (B)(6) 2013 and sales rep stated that cup was removed because the cup was loose. Surgeon was able to remove cup with a poker.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding loosening of a tritanium shell was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned. No patient medical records were available for review. A device history review could not be performed as the reported device lot code was not provided. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided, further information is needed.

Event description:
Removal of rejuvenate stem and trident cup. It was also reported that the sales rep stated that cup was removed because the cup was loose. Surgeon was able to remove cup with a poker.